Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a shock impedance measurement of greater than 200 ohms. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp). The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a shock impedance measurement of greater than 200 ohms. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp). The device remains in service. No adverse patient effects were reported. Additional information was received that the patient underwent a defibrillation threshold (dft) test in which within range shock impedance measurements were observed. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a shock impedance measurement of greater than 200 ohms. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp). The device remains in service. No adverse patient effects were reported. Additional information was received that the patient underwent a defibrillation threshold (dft) test in which within range shock impedance measurements were observed. The device remains in service. No additional adverse patient effects were reported. Additional information was received that the there were frequent out of range shock impedance measurements occurring every day at the same time. Technical services (ts) discussed possible electromagnetic interference (emi) and that the rv lead testing confirmed the lead was in tact.